Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6 atm for 10 seconds. The device was simply pulled out and removed without problem. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer. The following attributes were considered during analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located 5mm approx distal from proximal markerband. An examination of the proximal markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6 atm for 10 seconds. The device was simply pulled out and removed without problem. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.